Event description:
It was reported the patient's blood glucose rose to 17.9 mmol/l (322.2 mg/dl). The pod was worn on the patient's leg for between 25 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
No data could be retrieved from the device. Corrosion was observed on multiple components of the device such as pcb, rail mechanism and batteries. A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. The tear was observed 6.70mm away from the nailhead. The leak can be confirmed as the cause of the corrosion visible on the pcb, and thus can be confirmed as the cause of the data loss experienced in the investigation. The damage on the unexposed portion of the soft cannula can also be confirmed as the root cause of the user reported event as it would prevent the device from delivering insulin as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.